Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 45 mg/dl at the time of the call. The customer was not hospitalized but stated she had hospital visit in the past for gull bladders, and heart issue. The customer mentioned that they run out of insulin much quicker than usual. The he customer stated that they had a crack on the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.